Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced recurring incontinence after been dry for two years. A surgical procedure was performed to remove and replace the artificial urinary sphincter (aus). The patient is recovering.